Event description:
It was reported that the customer received a replacement pump yesterday and the husband programmed it. Customer woke up with a high blood glucose level of 444 mg/dl. Customer went back to her old pump, which had a damaged reservoir compartment. Pump settings and alarm history were reviewed. Customer never confirmed the time and date and cleared the check settings alarm, which meant that she did not get any insulin from the time she put the pump on until this morning. Daily totals were verified. Customer's last bolus was in the old pump last night. Customer never checked her blood glucose level after starting the new pump. Customer is now connected to the new pump and will monitor her blood glucose levels. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).